Manufacturer narrative:
Product complaint # ==> pc (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: a report from the field indicated that during a mechanical thrombectomy of a middle cerebral artery (m2 segment) occlusion, a 5x33 embotrap ii (et009533/20b138av) revascularization device was delivered to the target location via a velocity (penumbra) microcatheter but was not able to be deployed due to vasospasm ¿at the peripheral part¿. It is unclear whether the vasospasm occurred the moment the embotrap was deployed or when it was retracted after deployment. The embotrap was removed from the patient after the spasm had resolved. The procedure was completed with a competitor stent retriever. Subarachnoid hemorrhage (sah) was confirmed post-procedure. It was stated that ¿it is unclear whether devices affected on the patient¿. An 8f optimo (tokai) balloon guiding catheter was advanced to the internal carotid artery (ica) and an ace68 (penumbra) aspiration catheter was placed near the ophthalmic artery. The device is not available for evaluation. No further information is available. The device was discarded; therefore, no further investigation can be performed. A review of the manufacturing documentation associated with lot number 20b138av presented no issues during the manufacturing or inspection process that can be related to the reported events. Vessel spasm and hemorrhage are known potential complications associated with the embotrap revascularization device and are listed in the instructions for use (IFU) as such. Vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. This is a well-known potential complication with any invasive procedure during which devices are introduced into vessels. There is no evidence to suggest that this spasm is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the reported sah; however, patient, procedural, and pharmacological factors may have contributed. There was no report of any vessel trauma associated with the event. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
A report from the field indicated that during a mechanical thrombectomy of a middle cerebral artery (m2 segment) occlusion, a 5x33 embotrap ii (et009533/20b138av) revascularization device was delivered to the target location via a velocity (penumbra) microcatheter but was not able to be deployed due to vasospasm ¿at the peripheral part¿. It is unclear whether the vasospasm occurred the moment the embotrap was deployed or when it was retracted after deployment. The embotrap was removed from the patient after the spasm had resolved. The procedure was completed with a competitor stent retriever. Subarachnoid hemorrhage (sah) was confirmed post-procedure. It was stated that ¿it is unclear whether devices affected on the patient¿. An 8f optimo (tokai) balloon guiding catheter was advanced to the internal carotid artery (ica) and an ace68 (penumbra) aspiration catheter was placed near the ophthalmic artery. The device is not available for evaluation. No further information is available.